Event description:
A remstar auto w/ht device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles inside the blower kit (blower foam degradation) and dust fail contamination. Additionally, the service technician also noted error codes e-62: err_stuck_ramp_key, e-100: err_humid_no_heat, e-66: err_stuck_encoder_b and e-63: err_stuck_knob_key were present. The device was scrapped by the service center after the evaluation was completed. If any additional information is received, a follow-up report will be filed.